Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's daughter reported that the patient "doesn't feel good" and that their implantable pulse generator (ipg) is not working, "they were told it was sensing, but not capture" and the ipg "wasn't put in right". It was also reported that "something was wrong with the lead". The ipg remains in use. The pacing lead remains in use. No further patient complications have been reported as a result of this event.